Manufacturer narrative:
A steris service technician arrived at the facility and was unable to determine the quantity of water that had leaked as it was cleaned prior to his arrival. The facility stated that a staff member was running a cycle and noticed water spilling from the lid during the initial fill phase of the cycle. The facility stated the staff member cancelled the cycle before a large amount of water leaked from the unit. A leak from the lid as observed in this event occurs due to a stuck check valve in the unit float block. The stuck check valve causes the system 1e chamber to fill with water and eventually spill from the lid. The technician replaced check valves 1, 2 and 3 along with the maxpure filter, ran a test cycle, confirmed the unit was operating to specification and returned the unit to service. The unit was installed in january of 2012 and is currently under a steris service contract. The last preventive maintenance was performed on august 15, 2013, at which time the unit was confirmed to be operating to specification.

Event description:
The user facility reported their system 1e had flooded and water was leaking from the unit. No injuries or procedural delays/cancellations were reported.